Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system onsite and confirmed the reported issue. Upon troubleshooting, the issue with flex vision and the host pc has been reported to the helpdesk, with diagnostics failing for three drive bays and the grabber card. To resolve the problem, fse reloaded os and application software to the ippc and recreated image storage. Philips has initiated a field safety corrective action. After implanting correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.